Event description:
It was reported by the facility contact, who contacted product support stating the trigger on the small battery drive was working intermittently. No additional information available. This report is for a small battery drive

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative:the investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the reporters complaint of intermittent operation was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. (B)(4)